Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis nurse reported that a dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed on the arterial hanson port. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Event description:
Clarification on the reported event was requested from the customer. The customer stated that the blood leak occurred one minute into the patient¿s hemodialysis (hd) treatment. The customer stated that leak occurred at the membrane level. The customer confirmed that the leak was internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was not quantifiable. Blood leak test strips were not used. The customer confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The nurse provided a photograph of a dialyzer filled with blood. In the photo blood is visible within the dialysate line. No specific damage or irregularity is visible. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.